Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.

Manufacturer narrative:
The reported field event of post-paced t-wave oversensing was confirmed in the laboratory due to review of a stored egm. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The device functioned appropriately based on how it was programmed.

Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted and replaced electively on (B)(6) 2017 with no issues noted. The patient tolerated the procedure well.